Event description:
It was reported that patients ipg had migrated and patient was not able to charge it. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.